Event description:
It was reported by service report that the scale is not weighing correctly and the foot end is drifting. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Faulty nut in lift motor.